Event description:
The manufacturer received information alleging a ventilator's pressure sensor failed. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's pressure tubing was found to be disconnected. The device's pressure tubing was reconnected to address the issue. The ventilator had damage consistent with the device being dropped. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.